Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 30, 40, 20 mg/dl. Customer also stated that sometimes the blood glucose level was 170,180mg/dl. Customer treats low blood glucose with carbs apple juice and hard candy the customer was declined for troubleshooting no delivery . The product was not returned for analysis.